Event description:
As reported by the field clinical specialist (fcs), approximately 5 years, 6 months and 21 days post transfemoral tavr procedure with a 26mm sapien 3 valve in the native aortic position, the valve failed due to paravalvular leak (pvl), which was caused by the valve being under-deployed with a nodule of bulky calcium at the annulus. The pvl had been observed at valve deployment in 2018 and was initially severe, but was reduced to mild after post dilation. A recent echocardiogram showed a mean gradient 16 mmhg, an estimated aortic valve area of 1.8 cm^2, and moderate to severe paravalvular aortic regurgitation with 2 separate regurgitant jets. The patient underwent a successful valve in valve procedure with a 26mm sapien 3 ultra valve. Per report, the patient was in stable condition and discharged home with no complications.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate the pvl event was caused by the valve being under-deployed due to a nodule of bulky calcium at the annulus (patient factors). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.